Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient told the caller that they had to go in to put more batteries in and re-anchor the device a couple of times. It was unknown when this event occurred. No further complications were reported/are anticipated.